Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip came apart.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup were not observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "tip came apart bent/detached heater wire". Investigation date 09/11/2015. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25114329, 25114545 and 25114608; the last lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).